Event description:
It was reported the (7)pcu front case is being replaced due to light indicators and power buttons not working. There was no patient involvement.

Manufacturer narrative:
The customer reported complaint of pcu keypad was not functioning was confirmed. ¿ an internal inspection was performed. Each layer of the front cases was removed and inspected for anomalies. Signs of fluid ingress was visible on received keypad. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer. Becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. During internal inspection, 7 out of 7 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Only keypad was received for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the (7) pcu front case is being replaced due to light indicators and power buttons not working. There was no patient involvement.